Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a technical support specialist (tss) advised the customer to repush the patient information from hl7 to get the item to display in medbank myqlink (mql). The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication (mophine sul 100mg/5ml) did not show on the patient list and nurse had an issue getting the medication requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.